Event description:
It was reported that a possible por (power on reset) was observed while processing scoms. It was noted that the stored serial number showed up as all zeroes, and that a remote monitoring transmission did not go through. The por was apparently reset during interrogation and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.